Event description:
It was reported that suture placement in a vessel puncture closure of an unknown vessel was attempted with a prostyle device using the pre-close technique prior to an unspecified procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The sutures of a prostyle device was successfully pre-placed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in a vessel puncture closure of an unknown vessel was attempted with a prostyle device using the pre-close technique prior to an unspecified procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The sutures of a prostyle device was successfully pre-placed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, additional information was provided by the account: it was reported that suture placement in the calcified left common femoral artery was attempted with a prostyle device using the pre-close technique via a 10f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. After a prostyle was placed, the sheath remained at 10f sheath and the procedure was completed. No additional information was provided.